Event description:
A patient in china was undergoing continuous renal replacement therapy using a prismaflex m100 set ckt. Approximately 2.5 hours into the treatment a blood leak was observed between the arterial blood line connector and the dialyzer. The treatment was discontinued and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 150 ml. Subsequently, the patient developed chest tightness and angina and was administered a pill for coronary heart disease and angina pectoris. The patient allegedly recovered. The patient is reported to have recovered with and treatment was allegedly restarted.